Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed visual inspection and found sensor needle bent inside the sensor base. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor, when removed, was seperated from the electrode. The customer also indicated that there is no needle in the serter. Customer does not recall any significant events leading to the error. Customer's blood glucose was 127 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis.